Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump was not delivering insulin properly resulting in high bg levels. There were no reported blood glucose values, signs or symptoms indicated, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.